Event description:
Customer reported that the numbers on the screen of the insulin pump started ramping on their own when trying to deliver an insulin bolus and received a button error alarm. Blood glucose level is 140 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers ramping up or moisture damage on electronic assembly/motor noted. Device had cracked display window corner, scratched lcd window and cracked reservoir tube lip.